Event description:
A customer reported that their t:slim x2 pump battery was not charging, and the pump screen would not turn on. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including using different wall adapters and charging cables, without success. Tandem technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup.